Manufacturer narrative:
Information references the main component of the system. Other relevant device is: product ID: d-evolutfx-2329, lot #: 0011956738, ubd: 06-jul-2025, UDI#: (B)(4) additional codes: annex f information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: (B)(6) ubd: 14-jun-2025, UDI#:(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the minimum diameter of the access vessel used was 5.4mm. Per the physician, the cause of the dissection was the bioprosthetic valve stent on the inflow portion of the valve frame and there was a possibility that the delivery catheter system (dcs) caused or contributed to the injury. A follow up was provided for treatment. There was no patient anatomy that contributed to the injury. Following the valve implant procedure, an anticoagulant was continued. One day post-implant, cerebral infarction developed. It was noted that the stroke was ischemic. After returning to the intensive care unit, the patient was unableto move the left hand as a result of the stroke. Per the physician, the cause of the stroke was the dissection observed during the placement of the second valve. Also, it was thought that structures in the aortic complex and plaques had been scattered. Per the physician, there was a possibility that the stroke was related to the first valve, first dcs, second valve, and the second dcs. Subsequently, the patient was reported to be on pharmacotherapy. There was no patient anatomy that contributed to the stroke. However, the ischemia did not resolve. No adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (f599131 with dcs 0011956738), one of the delivery catheter system (dcs) operators misdirected the direction of handle deployment and inadvertently released the handle while declaring recapture. The valve was left in the patient's body, near the branch from the ascending aorta. A second valve (f599040) and dcs (0011956738) were prepared. During advancement, the second valve was unable to pass through the first valve and a dissection occurred in the ascending aorta, on the right coronary cusp (rcc) side near the sinotubular junction (stj) . The second valve was immediately implanted and the procedure was completed with a localized dissection. The following day, a spastic cerebral infarction developed in pod 1, however the condition seemed stable. The patient had paroxysmal atrial fibrillation prior to the procedure, therefore lixiana was prescribed, however the plan was to ¿continue with post¿. Breathing could not be maintained, and a simple computed tomography (CT) scan was attempted but could not be accurately performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329, serial/lot #: (B)(6), UDI#: (B)(4). Other medical products in use during the event include: product type: 0195-heart valves; implant date (B)(6) 2024; (lot: 0011956738).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated b.1, b.5, h.1, h.6, imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately ten months following the valve implant procedure, the patient died. The cause of death is unknown.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician; the valve may have contributed to the death.